Event description:
Additional information indicated the patient was doing fine and getting good relief from his new neurostimulator.

Manufacturer narrative:
Analysis of the neurostimulator model 37714 serial # (B)(4) showed a reduce capacity due to overdischarge. No telemetry or output was observed when the device was checked in for analysis and did not synchronize when tested with a patient programmer unit. A single physician mode recharge (pmr) recovered the device normally. Per the trace report following the pmr recovery, the total recharge count was 17 with the last recharge session performed on (B)(6) 2012 which lasted for 2 minutes (battery charged from 3.695 to 3.710 volts). On (B)(6) 2012 another recharge took place which lasted for 1 hour and 31 minutes at which time the battery was charged from 3.705 to 3.735 volts. It was noted that the last 5 coupling records indicated that there were 2 coupling bars or less. On (B)(6) 2012, the neurostimulator battery discharged to the lock mode. Following the pmr, the device was charged from 2.745 to 4.055 volts (100% coupling) with a total charge time of 5 hours 32 minutes. Good, stable output was then observed when tested with all electrode pairs. No issues were observed when tested for recharge functionality (used body temperature with 1 cm spacing). Recharge coupling testing results matched a known good neurostimulator. Eight bars of coupling at approximately 0 to 1 cm spacing between recharge antenna and device were obtained, 4 bars at 2 cm spacing, and 0 bars were seen at 3 cm spacing.

Event description:
It was reported that the patient had a rechargeable ins implanted in his thigh, and recharging the device was cumbersome. The patient could only get two coupling bars, and it was noted that the ins was very close to the surface and was implanted the correct side up. The pocket was very tight and the ins couldn't flip. Three different recharging systems were tried, but nothing has worked. The surgeon decided to replace the ins, and the surgery was scheduled for monday, (B)(6). Additional information will be reported when received.

Manufacturer narrative:
(B)(4): no device analysis was performed; the recharger met risk based criteria.

Event description:
Additional information received stated, the patient was unable to charge the battery from (B)(6) 2012 through (B)(6) 2012. It was noted that the reason for this was "normal battery depletion." There was "no patient death" noted as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3987a, lot# n347580, implanted: 2012 (B)(6), product type lead, product ID 37751, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient product ID 3708320, serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).

Event description:
Additional information was received. It was reported that the patient's stimulator was explanted and replaced the day prior to report. Later the same day, it was reported that the patient was able to charge the new device and was getting effective therapy. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
The device analysis was not complete at the time of submission. A supplemental report will be filed upon completion.